Event description:
It was reported that a spectrum iq infusion pump failed to sense close door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3 device manufacturer name, d4: model #, d4unique identifier (UDI) #, g4. Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing , " 'not recognizing when door is shut' " was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be loose link screws in the mechanism. Link and link switch requires adjustment to address this issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.